Event description:
Acrylic sleeve was revised due to wear.

Manufacturer narrative:
Info requested on 9/26/96. Conclusion statement: no device failure. Add'l info: cat # is 1600-1105. Prod was mfg and sold by another co the assets of which were purchased by this co. Three contacts to user facility were made and documented requesting medwatch form. Info was not received.